Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the device was being applied for transaction of the stomach, the device was difficult to unload. The jaws of the device locked on tissue. Surgeon managed to get the jaws to release using the handle, it was just difficult. A new handle was opened to fire the rest of the reloads and to complete the case. There was no patient injury.